Event description:
Procedure performed: cholecystectomy laparoscopic vs open. Event description: tip of trocar came off upon entry. 11/100mm fios first entry. Picture below with details. I was not in procedure. Spoke to dr. And he said he wasn¿t being forceful. Tip of obturator came off in abdomen, and scope pushed through. Was able to retrieve obturator tip laparoscopically. Patient was not injured and doing ok. Hospital has trocar to be returned however nurse did not grab the piece that broke off. Additional information provided by [applied medical representative] on 23apr2026 via email: following up on your questions and speaking directly to [doctor]. Zero obturator inserted to another cannula. The only trocar that was used was with that one obturator. Noticed during use. It was identified when the surgeon had trouble inserting and pulled out and tried another spot because was difficult to go in. It was just the scope that was trying to push it¿s way in. Noticed it then and was able to retrieve the tip. Inserted through the tissue layers optically. The difficulty from insertion was because the tip came off. Again, didn¿t notice till pulled out and tried another port site. Intervention: was able to retrieve obturator tip laparoscopically. Patient status: patient was not injured and doing ok. The date of the event is unknown.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.